Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. At the time of report, the device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 during a periodic upper digestive endoscopy, a buried bumper was found. Duodopa therapy was continued and the patient was scheduled for surgical resolution of buried bumper syndrome.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on 05 feb 2021: the patient had been hospitalized since (B)(6) 2021. On (B)(6) 2021, the buried bumper was surgically removed and another peg/ j tube administration system was installed.